Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the product tank was leaking. Additional malfunctions include the tie wraps for the product tank were leaking/defective, and the filter for the sound box was missing.